Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion and prime tests. The device was received stuck in the motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. A protruded/loose drive support disk, scratched lcd window and cracked reservoir tube lip noted.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 203mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.